Event description:
Had levulan kerastick +blu-u. Blue light photodynamic therapy illuminator model 4170 treatment. At advanced dermatology and cosmetic surgery, in the (B)(6). I was under the blue light for 4 mins. My face started burning immediately and the little fan they gave to use was only able to help slightly. They then sprayed water on my face to help cool it. Within a couple mins my face felt like the blood was boiling under my skin. I had them stop the treatment and went home. I was unable to sleep for two days because of the pain. My face was bleeding in several places, and it took 6 days for the pain to subside. I have a picture of the product. FDA safety report ID# (B)(4).